Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh implanted. It was reported the patient experienced an undisclosed adverse event. It was reported that the patient is deceased. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 4/23/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 4/16/2020. Additional h6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that following insertion the patient experienced bloating and inflammation. It was reported that patient underwent repair of mesh on (B)(6) 2018 due to recurrent hernia.